Event description:
The physician states the cvc should be placed due to a catecholamine therapy. The already placed catheter showed redness at the insertion site, due to immunosuppression and based on increasing infection parameters the catheter was considered as a potential source of infection. The patient is in the same condition as before the new catheter was placed.

Manufacturer narrative:
(B)(4). Additional information received via sales rep: "I was able to reach dr. [Retracted] today. He told me that the catheter infection was not part of this complaint. The previous catheter had been in the patient for some time, so that the puncture site at the catheter was reddened, which necessarily resulted in a catheter change. During this catheter change, the patient complained that the puncture cannula at the hub had broken." Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
The physician states the cvc should be placed due to a catecholamine therapy. The already placed catheter showed redness at the insertion site, due to immunosuppression and based on increasing infection parameters the catheter was considered as a potential source of infection. The patient is in the same condition as before the new catheter was placed.